Manufacturer narrative:
Analysis of images: images of the burn were provided by the reporter. Clinical review of the provided images of the reported burns could not conclude the burns were the result of the closurefast catheter. It is likely it was burn secondary to a device issue or an infection that was introduced via tumescent. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician had performed a radiofrequency ablation procedure in a segment in the short saphenous vein (ssv) using a closurefast catheter. It was reported that during procedure follow up, skin irritation or burn was noted to be present on patient¿s leg. This skin irritation/burn was located higher than the access point. It was reported that the initial treatment was completed without any complications. The irritation or burn was treated with skin grafts and wound treatment. Irritation is still present (images provided. Patient appears to have an element of cellulitis, therefore physician started IV antibiotics since patient has multiple ¿hardware¿ in the body and wants to be aggressive with potential infection so that it prevents bacteremia from potentially spreading to hardware.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.